Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to power on. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. Additionally, high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the flash memory failure could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.